Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had absence of audio. The customer's blood glucose during the incident was 9 mmol/l. The device passed the audio test but the alarmed a hardware low level failure during the self-test. The device will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies were noted. However, pump error 63 alarm was noted during the self test and confirmed in the pump history due to a broken trace on the keypad assembly.